Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support informed the customer that the problem could be a kink tubing on the flow sensor or the flow sensor, the exhalation diaphragm, or the exhalation valve body, if the problem is not external, the problem could be the transducers that need calibration, if a transducer on the main pcb is not working, they have to replace the main pcb. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that vela ventilator experienced a transducer alarm while on patient. The customer confirmed that there was no patient harm associated with the reported event.